Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned section of the device found that the shaft was severely stretched down at various locations along its length. The shaft appeared to be dissected. The location of this dissection was measured at 137.5cm distal to the strain relief. The condition of the shaft is more consistent with the shaft having been dissected rather than a break having occurred, as there was no evidence of stretching or tensile force at the site of the dissection. The distal section of the dissection, including the balloon and tip was not returned for analysis. An ariel view of the dissected shaft identified no blockages within the inflation lumen. The device was attached to an encore inflation unit and liquid was flushed through the stretched shaft with no blockages noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulty occurred. The 7.0x30x135cm express ld vascular stent delivery system was used to treat the lesion. After the device was implanted, they deflated the balloon but could not withdraw the delivery system so they withdraw all the devices inside the patient including the guidewire, the stent delivery catheter, and the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that removal difficulty occurred. The 7.0x30x135cm express ld vascular stent delivery system was used to treat the lesion. After the device was implanted, they deflated the balloon but could not withdraw the delivery system so they withdraw all the devices inside the patient including the guidewire, the stent delivery catheter, and the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.